Event description:
The doctor reported that a laser vision correction patient presented with stage 3 dlk (diffuse lamellar keratitis) in the right eye and stage 1 dlk in the left eye at the post op exam. The patient required a lift and rinse and was treated with ofloxacin and durezol. The dlk has resolved and the patient''s best corrected visual acuity was 20/20 in each eye at the last reported exam. The doctor requested clinical support to determine source of the dlk.

Manufacturer narrative:
The doctor did not request field service on the system, no equipment evaluation was performed. The amo clinical development manager (cdm) discussed the possible causes of dlk with the clinic staff. The cdm reviewed the clinic procedures and also all changes made to the laser suite since their last service. The cdm recommended that the clinic evaluate their air condition systems, the new mayo stand covers and consider using disposable cannulas. The cdm also advised the clinic to begin spore testing their autoclave. All pertinent information available to amo has been submitted.